Event description:
Customer reported that the large silver knob would not turn. During the service technician found that hose handpiece could not be coupled, handle had blocked and there was a leakage at the partition wall.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the control unit did not operate. A high pressure leak was found due to normal wear as well as a hose handpiece blocked handle. Device was replaced.